Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of a guide wire; the microcatheter was not returned. The device was examined and no foreign matter could be found on the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a chemotherapy embolization treatment procedure, the device was contaminated. As the physician unpacked the fathom 16 180cm renegade hi flo 135cm 20 kit it was noted that the distal end of the fathom guide wire was covered with 'small debris' that was sticky to the touch'. It was also noted that the outer packaging and the sterile pouch were not damaged. The device was not used in the procedure. The physician used another of the same device to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a chemotherapy embolization treatment procedure, the device was contaminated. As the physician unpacked the fathom 16 180cm renegade hi flo 135cm 20 kit it was noted that the distal end of the fathom guide wire was covered with 'small debris' that was sticky to the touch¿. It was also noted that the outer packaging and the sterile pouch were not damaged. The device was not used in the procedure. The physician used another of the same device to complete the procedure. No patient complications were reported.